Event description:
It was reported that pump issued repeated alarm 01 notifications when customer attempted to use cartridge from identified lot, and alarm recurred even after customer tried to load new cartridge. There was no adverse impact to the customer¿s blood glucose level. Customer planned to continue using current pump and rely on alternate insulin method if necessary, while technical support instructed loading new cartridge.